Event description:
A customer contacted baxter's technical service center regarding a check lines and bags alarm that appeared on the display of the home patient's homechoice machine during priming. Per initial report, baxter's technical service center assisted the customer in evaluating and resolving the alarm during the initial contact. No patient injury or medical intervention was indicated at the time of the initial report.